Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were at the emergency room sometime in (B)(6) 2017 due to high blood glucose level of 307 mg/dl and 209 mg/dl at the time of the call. Customer treated with insulin pump. Customer was wearing the device and the blood glucose was almost 600 mg/dl at the time of admission. Customer also reported getting a low blood glucose of 20 mg/dl in the past. Customer was assisted troubleshooting for high blood glucose and advised to change entire set, reservoir and insulin and treat per hcp's instructions. The insulin pump was not replaced or returned for analysis.